Event description:
It was reported that while in the cath lab the iab was correctly prepped and vacuum pulled as per the instructions for use. After inserting the super arrow-flex (saf) sheath into the pt's femoral artery, the md inserted the iab into the saf sheath. After inserting the tip of the iab through the saf sheath, the distal part of the membrane became completely unwrapped with a bulge at the proximal part of the membrane. As a result, the balloon became stuck in the saf sheath. The iab was removed from the saf sheath, the saf sheath remained in the pt's femoral artery and another iab was prepped and successfully inserted. The pt was not injured and it is unk if there was a delay or interruption in therapy. There were no reported pt complications. The pt outcome is listed as "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.